Event description:
Information was received indicating that, at the end of therapy, a smiths medical cadd legacy plus pump was "not accurate and finished before it was supposed to finish". No patient injury was reported. No adverse effects were reported.